Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a documented blood glucose of 40 mg/dl after announcing a meal approximately five minutes into eating, with subsequent system corrections likely contributing to insulin stacking; the event resolved in under one hour and was treated with oral glucose (gatorade). Symptoms included low blood glucose without reported loss of consciousness or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and no reported long-term effects. Investigation included review of available device data and troubleshooting with user education on meal announcement timing and avoidance of insulin stacking. Investigation of this case revealed user-related operational factors consistent with late meal announcement and overlapping correction dosing. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributory user handling, and that the device function was not shown to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.